Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed inside the pump lines of large volume intermate. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufactured between july 31, 2019 to august 1, 2019. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a brown particle, measured to be 0.10 square mm in size, embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy testing. Pvc is the raw material of the device tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition was verified. The cause of the issue was due to a supplies manufacturing issue of the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.